Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that for the past three weeks he has been getting air bubbles in the tubing of his reservoirs. The patient's blood glucose at the time of incident is unknown. He stated that he recently moved to florida and noted no other changes that could have contributed to the air bubbles anomaly. The customer confirmed that he has always used his reservoir for six days, and that he did not over fill the reservoir. The cap on the reservoir is not straight. The customer's three remaining reservoirs were returned for analysis and a replacement box of reservoirs was shipped to his residence.

Manufacturer narrative:
Reliability analysis evaluated three sealed reservoirs. The reservoirs passed per specification. No air bubbles were observed during analysis. Checked the o-rings/stopper groove for defects, and none were found.